Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in the clinical use at the time of event occurrence. An on site philips fse verified the reported burnt smell was not from the ups. A maintenance request was placed (ups was due for service), and no ups faults were found. The system was restored to proper working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's uninterruptable power supply needed to be serviced, which can indicate an issue with booting. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.